Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced infection and dyspareunia. It was reported that patient underwent hysterectomy ¿around 2006¿. It was reported that patient underwent placement of inner stem in 2010.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui. It was reported that patient underwent a diagnostic laparoscopy with laparoscopic left oophorectomy on (B)(6) 2003 due to pelvic/abdominal pain. On (B)(6) 2006 patient underwent a cystoscopy due to uti unspecified and mixed incontinence. On (B)(6) 2009 patient had a bilateral temporary interstim lead placement due to interstitial cystitis and pelvic pain syndrome. On (B)(6) 2010 a full implantation of interstim neurostimulator due to mixed incontinence, urinary frequency and overactive bladder. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 4/11/2017.